Manufacturer narrative:
The technician found that when the left side rail was raised it would not stay in the raised position due to a broken swing arm weldment. The technician found the weld was broken and there was rust around the weld and rust could have made the weld weak causing it to fail. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The technician replaced the left side rail to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left side rail will not stay in the latched position. The bed was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).